Event description:
It was reported that the ambulatory infusion pump alarmed "no disposable". No injury was reported.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection found the device to be in "fair" physical condition; the front housing was cracked. There was no evidence of the reported issue in the event history log. A cassette was attached to the device and the pump ran with no issues. A "no disposable" alarm could not be duplicated.